Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, IFU states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. A definitive cause for the reported inability to remove the gripper line could not be determined. The reported entrapment of device appears to be due to procedural condition. The reported foreign body in patient appears to be related to procedural circumstances. The reported off-label use appears to be related to the use of the mitraclip device on the tricuspid valve. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The steerable guide catheter is being filed under a separate medwatch report number.

Event description:
This is being filed to report inability to remove gripper line after clip deployment, cut at the groin, foreign body. It was reported that this was a mitraclip procedure to treat a tricuspid regurgitation (tr) with grade of 4+. One clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve and the clip was placed, but when gripper line removability was checked, the gripper line did not move. Therefore, it was decided to remove the cds and use a new cds. However, it was impossible to safely remove the clip from the anterior septal leaflet as there was tension noted with chordae and the leaflets. And to avoid any tissue damage of the leaflets and chordae, it was decided to deploy the clip and finalize the procedure. The gripper line was left in place and cut at the groin of the patient. Three clips implanted reducing tr to 3+. After removal of the steerable guide catheter (sgc), bleeding complication was noted at the groin. A small artery was bleeding of a smaller side branch artery. Bleeding was not due to the gripper line inability to be removed. It was reported that during vascular access this artery must have been punctured simultaneously at gaining access to femoral vein. The sgc must have damaged this artery or side branch during withdrawal from the patient anatomy and treated with surgical suture. There was no device issue with the sgc or dilator. There was no evidence of tissue damage during the procedure. Patient was hemodynamically stable with no abnormalities noted at the groin during the procedure. No additional information was provided.